Manufacturer narrative:
The device has not returned to olympus medical systems corp. (Omsc) for evaluation. There were no further details provided. If significant additional information is received, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed that during the incoming inspection for repair at olympus service operation repair center, it was found that the foreign matter adhering to the outlet of the auxiliary water channel of the device and the outlet of the air/water nozzle of the device. Other detailed information was not provided. There was no report of patient injury associated with the event.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information. The subject device was not returned to olympus medical systems corp. (Omsc) for evaluation but was returned to olympus customer service in switzerland. The evaluation of the subject device by the service department confirmed following: there were foreign materials in the air/ water nozzle and the auxiliary water channel. Foreign materials accumulated in deep scratches across the insertion tube. Omsc reviewed the manufacture history (DHR) of the subject device and confirmed no irregularity. The exact cause of the reported event could not be conclusively determined.